Event description:
The manufacturer received information alleging coughing,sneezing,clogged ear,chest issues, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging coughing,sneezing,clogged ear,chest issues,nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the initial report, code for clogged ears was not provided, which is updated in this report. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of device and humidifier were completed by the manufacturer and found evidence of slight hair like contamination at the blower box outlet, unknown piece of string-like debrison the flip lid, under the flip lid seal, unknown fibrous contamination in the humidifier enclosure that was red/black in color, unknown fibrous contamination on the drybox. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer confirmed that the heater plate and heating tube heats properly. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-4 on the error log.. The manufacturer concludes that the evidence of slight hair like contamination at the blower box outlet, unknown piece of string-like debrison the flip lid, under the flip lid seal, unknown fibrous contamination in the humidifier enclosure that was red/black in color, unknown fibrous contamination on the drybox were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, d10, g3, h6 has been updated/corrected.